Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a subject of complaint is a 69-year-old male patient, who is enrolled in the french reimbursement study and previously treated for a proximal endoleak of a zta-p (complaint device/unknown lot) implanted on 25apr2020 to treat type b dissection with primary tear in the descending aorta (proximal landing zone at distal to left subclavian). On 29apr2020 a zdeg-p-36-204-pf was implanted as a proximal extension to correct the leak. One zimb device and two zisl devices were implanted as well. Debranching of the left subclavian artery, left subclavian carotid bypass, left subclavian embolization and a right iliac artery stenting (uncovered) were also performed. The degree of oversizing was not reported. Details on the proximal landing zone was reported as zone 2. The zdeg-p-36-204-pf completely covered the left subclavian artery and was revascularized. The device was patent with no endoleak present and without device integrity issues at the end of the procedure. Post-procedure CT done on 05may2020 (6 days post-procedure) CT showed thoracic false lumen flow from primary tear, a type 1a endoleak. Abdominal false lumen patent with unknown source. All study device(s) patent with a type 1a endoleak present. Within the comments it states, ¿persistence of the type I endoleak already present.¿ no separation of devices, evidence of migration or device integrity issues. The patient was discharged on 06may2020. On 16jun2020 (48 days post procedure) the 30 days follow-up visit was done. The CT showed the thoracic false lumen partially thrombosed with the false lumen flow from the primary tear a type 1a endoleak. All vessels that were assessed were patent. No separation of device, migration or device integrity issues. All non-zenith device implanted as part of initial or secondary treatment were performing as intended. On 02jul2020 (64 days post-procedure), the patient had a secondary intervention due to the post-procedure imaging. A graft from another manufacturere was placed and was considered successful. The 6-month, 12-month and 2- years follow-up CT was done. There was no progression or growth of dissection. There was no development of a new entry tear. The thoracic false lumen was partially thrombosed with the false lumen flow from the primary tear with type 2 endoleak. All vessels that were assessed were patent. No separation of devices, migration or device integrity issues. All non-zenith device implanted as part of initial or secondary treatment were performing as intended. The patient remains in the study. This complaint adresses type 1a endoleak related to zta-p device. Four postoperative CT studies are provided and reviewed by an imaging expert. Per the significant findings in the imaging review "the most likely cause of the type 1a endoleak is under-sizing of the initial zta graft as well as the subsequent zdeg graft. The aortic diameter is 40 x 38 mm at the lcca and 42 x 41 mm at the lsa. The presumed 30-mm zta graft and the 36-mm zdeg graft are not able to achieve proximal seal in this anatomy". Additionally, per the findings in the imaging review, on 27-month postop CT, dated 26jul2022, 25 months after the implant of a graft from another manufacturer "the proximal graft is unchanged with no endoleak seen. The false lumen is collapsed with no perfusion around the proximal to mid zdeg graft". Per the instructions for use, undersizing may result in incomplete sealing of the stent graft to vessel wall and this may increase risk of endoleak. Based on the provided information and imaging review, undersizing of zta most likely contributed to the reported endoleak. It is noted that zta is used for treatment of dissection which is outside of intended use for this type of device. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). D1) corrected from "zenith tx2 dissection endovascular graft straight component" to "zenith alpha®2 thoracic endovascular graft proximal component. Investigation is still in progress. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to study: based on the reported information in pr395535 (ansm ref# r2310965) and the attached image review, a new complaint was identified. The new complaint addresses a proximal endoleak of a zta-p device. ¿proximal endoleak of a ztap implanted on (B)(6) 2020 to treat type b dissection with primary tear in the descending aorta (proximal landing zone at distal to left subclavian). The leak was corrected with a proximal extension (zdeg) + debranching of the left subclavian artery + left subclavian carotid bypass + left subclavian embolization¿ (4) on (B)(6) 2020 during the index procedure, a zdeg-p-36-204-pf (lot# e3940402) as well as one zimb 28-70 (lot# 10343171) and two zisl device (zisl 13-77 lot# 13032877 and zisl 16-59 lot# 9856369x) were implanted without difficulty. The degree of oversizing was not reported. During the procedure, additionally a left subclavian to left common carotid bypass was done during study device deployment and a right iliac artery stent (uncovered) also during study deployment with endovascular aneurysm repair (evar). Primary indication for implant as reported by site ¿proximal endoleak of a ztap implanted on (B)(6) 2020 to treat type b dissection with primary tear in the descending aorta (proximal landing zone at distal to left subclavian). The leak was corrected with a proximal extension (zdeg) + debranching of the left subclavian artery + left subclavian carotid bypass + left subclavian embolization¿ details on the proximal landing zone was reported as zone 2. The graft fabric completely covered the left subclavian artery and was revascularized. The device was patent with no endoleak present and without device integrity issues at the end of the procedure. Post-procedure a computed tomography (CT) done on (B)(6) 2020 (6 days post-procedure) CT showed thoracic false lumen flow from primary tear, type ia-proximal. Abdominal false lumen patent with unknown source. All study device(s) patent with type ia-proximal endoleak present. Within the comments it states, ¿persistence of the type I endoleak already present.¿ no separation of devices, evidence of migration or device integrity issues. The patient was discharged on (B)(6) 2020. On (B)(6) 2020 (48 days post procedure) the 30 day follow-up visit was done. The CT which was done showed the thoracic false lumen partially thrombosed with the false lumen flow from the primary tear type ia proximal endoleak. All vessels that were assessed were patent. No separation of device, migration or device integrity issues. All non-zenith device implanted as part of initial or secondary treatment were performing as intended. On (B)(6) 2020 (64 days post-procedure), the patient had a secondary intervention due to the post-procedure imaging. A graft from another manufacturer was placed and was considered successful. On (B)(6) 2020 (202 days post-procedure) the 6-month follow-up CT was done. There was no progression or growth of the dissection. There was was no development of a new entry tear. The thoracic false lumen was partially thrombosed with the false lumen flow from the primary tear with type ii endoleak. All vessels that were assessed were patent. No separation of devices, migration or device integrity issues. All non-zenith device implanted as part of initial or secondary treatment were performing as intended. (B)(6) 2021 (279 days post-procedure) the 12-month follow-up CT was done. There was no progression or growth of the dissection. There was no development of new entry tear. The thoracic false lumen was partially thrombosed with the false lumen flow from the primary tear with type ii endoleak. All vessels that were assessed were patent. No separation of devices, migration or evidence of device integrity issues. All non-zenith device implanted as part of initial or secondary treatment were performing as intended. (B)(6) 2022 (818 days post-procedure) a 2 year follow-up CT was done. There was no progression or growth of dissection or development of a new entry tear. The thoracic false lumen was partially thrombosed with the false lumen flow from the primary tear with type ii endoleak. All vessels that were assessed were patent. No separation of devices, migration or evidence of device integrity issues. All non-zenith device implanted as part of initial or secondary treatment were performing as intended. Patient outcome: the patient required a secondary intervention (B)(6) 2020 with a graft from another manufacturer to treat type ia endoleak.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p180001. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.